Manufacturer narrative:
Product complaint #: (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 some instruments that were broken during a case. It is unknown if there were fragments generated or if they were retrieved. It is unknown if there is surgical delay reported and if the procedure was successfully completed. This complaint involves five (5) devices. This report is for one (1) sddrive screwdriver shaft qc/t15. This report is 1 of 5 for complaint (B)(4).